Event description:
It was reported that the customer experienced a blood glucose (bg) level of 23.4 mmol/l with ketone levels of 1.1 mmol/l; cause was due to an occlusion alarm. Reportedly, customer was using fiasp insulin. Healthcare provider identified the ketone level as dangerous. The customer was admitted into the emergency room and subsequently hospitalized due to toe amputation unrelated to the occlusion alarm and pump. Customer continued to use the pump and was monitored by healthcare providers. Customer received assistance performing a supply change. Customer was released from the hospital on (B)(6) 2026 with the issue resolved. Customer underwent toe amputation unrelated to the pump. Customer declined pump/system check.